Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/18/2015 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked in the thread area. A test battery cap secured properly to the pump. During testing, the pump current draws were found to be out of specifications due to internal moisture contamination. The pump case was removed and there was evidence of moisture contamination found inside the pump and on the components of the power circuit. The complaint of a battery life issue was not able to be fully investigated due to moisture damage to the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.